Event description:
The consumer experienced two different incidents. In the first incident, she attempted to remove her tampon and the string broke. In the second incident, her tampon came apart upon removal and tampon pieces remained inside of her. She had visited the emergency room to have the remaining pieces removed.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.